Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel separator remained on the serum. This patient identifies as the oncology patient. The following information was provided by the initial reporter. The customer stated: "gel separator remains on the serum. It is the situation where the gel separator remains on the serum, which occurs in two different samples. One of the samples is an oncology patient and the other is a hematology patient. The hospital laboratory officer stated that it may be caused by the tube."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter address: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel separator remained on the serum. This patient identifies as the oncology patient. The following information was provided by the initial reporter. The customer stated: "gel separator remains on the serum it is the situation where the gel separator remains on the serum, which occurs in two different samples. One of the samples is an oncology patient and the other is a hematology patient. The hospital laboratory officer stated that it may be caused by the tube."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-06-07. H.6. Investigation summary: bd received 100 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples along with retention samples from bd inventory, were visually inspected and no issues (gel defects) were identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.